Event description:
It was reported that a cardiac perforation, a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a farapulse procedure, a versacross connect for faradrive was selected for use. The femoral puncture was straightforward, and the patient was intubated and ventilated under general anesthesia. The versacross rf wire was inserted into a non-boston scientific introducer and then advanced into the superior vena cava (svc). The faradrive with the versacross dilator was mounted on the rf wire after removing the introducer. The correct positioning was determined using transesophageal echocardiography (tee). Once perfectly positioned, the versacross passed into the left atrium without being able to deliver energy. After confirming by echocardiography that the guidewire was in the left atrium, the dilator and sheath were advanced into the left atrium under echocardiographic guidance. The sonographer then observed a pericardial effusion. The procedure was stopped. It was decided to perform a pericardiocentesis to drain the blood before the patient went into cardiac tamponade. Unfortunately, this was insufficient, and the patient went into tamponade. Before his heart stopped, another thoracic surgeon intervened to change the drain and aspirate the blood more quickly without making another incision. The patient was successfully stabilized and was then transported to the intensive care unit. Upon discharge, patient was intubated, ventilated, and hemodynamically stable. An arterial line and the femoral vein puncture were maintained for patient safety and patient was discharged. A perforation was noted to be between the right and the left atrium. No ablation was performed. No further information is available. The device is not expected to be returned for analysis (lost).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.